Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. Reportedly, the cause was due to a non-tandem infusion set cannula becoming kinked. The infusion set manufacture and brand was not provided. Reportedly, the customer was discharged two weeks later. The customer declined further assistance from tandem technical support and declined to provide additional information regarding the issue.